Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was sweeping and cleaning when they experienced heart palpitations and a headache. They stated their lips went number, they started shaking all over and almost passed out. The patient's finger stick reading was low compared to the cgm. The patient's mother took the patient to the hospital. The patient was treated with antibiotics and IV fluids. The patient was discharged from the hospital on (B)(6) 2023. Additionally, it was reported that the patient had been in and out of the hospital for blood work for low blood sugar, uti and thyroid. It is unknown if the patient was in and out of the hospital prior to or after the event. At an unspecified time the cgm was 70 mg/dl and the bg was 150 mg/dl. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient was sweeping and cleaning when they experienced heart palpitations and a headache. They stated their lips went numb and their sugar was dropping from 70 mg/dl to 40 mg/dl. The patient was unable to check a finger stick for comparison. She stated the cgm continuously dropped to a low reading when she started shaking all over and almost passed out. She called 911 and while waiting for the paramedics the patient ate peanut butter then a meal. When the paramedics arrived, they checked her bg and it went up to 80 mg/dl. The patient was taken to the hospital and stated that she did not receive treatment since her blood sugar was already at 80 mg/dl. Later that evening while the patient was at home, she stated her sugar kept dropping and her boyfriend brought her back to the hospital. The patient was provided orange juice and her bg went up to 150 mg/dl and then was discharged. At the time of the report, the patient was feeling better. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2023-173388 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial and supplemental MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.